Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the transmitter was not returned for evaluation. A receiver (part number stk-gf-blu/serial number (B)(4)/lot number 5198429) was returned for evaluation. A visual inspection aws performed and no defects were found. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.